Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: appendectomy. Event description: date of event: unknown. The bag broke. Additional information provided by [name] on (B)(6) 2026 via phone: upon extraction the bag broke out of the bottom. There was spillage. The hospital mentioned there were only 2 devices that malfunctioned. Additional information provided by [name] on (B)(6) 2026: lot number is not available. Yes, there spillage out of the damage to the bag. No cannot identify the specimen. The bag did not break into pieces. Yes, the bag burst during specimen removal. Yes, the port size was enlarged. Pictures not available. Intervention: ni. Patient status: stable.